Manufacturer narrative:
As received, the ipg was non-functional. The unit was cut open for further analysis. The ipg had to be powered with an external power source as the battery was depleted. Once power was restored, the ipg passed all functional testing. The cause of the battery depletion is unknown. (B)(4).

Event description:
It was reported the patient was unable to communicate with the ipg using external devices. A replacement charging system was sent to the patient and was unable to resolve the issue. The patient reported he last received stimulation and recharged the ipg approximately two months ago. The sjm representative met with the patient and confirmed the issue. Surgical intervention may be pending to address this issue.